Manufacturer narrative:
The insulin pump trace download analysis confirmed the pump alarmed power error and unexpected battery power loss. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had power loss alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the customer received power loss alarm 2nd time today after troubleshoot power loss alarm. The insulin pump will be returned for analysis.